Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged fully in one charge cycle. The end-of-charge beeps were generated upon completion of charging. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and sleep current were within the expected range when the device was turned off. These results attested that the device was capable of being charged fully under a proper charging method. The device exhibited normal device characteristics.

Event description:
A report was received that the patient had not been able to charge the ipg. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had not been able to charge the ipg. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.